Event description:
It was reported that on (B)(6) 2022, the patient underwent a surgical procedure. When placing proximal static screw, the drill bit was getting caught on the nail posterior to the hole, it finally passed, screw was inserted, but the screw went behind the nail. The proximal dynamic screw was inserted properly with no issues. The screws were inserted on power using the long self-retaining power shafts from the ans locking set. They had to remove the screw at the end of the case and do perfect circles to get the screw back inside the nail. Delay to surgery was twenty (20) minutes. The surgery was completed successfully. There were no fragments generated. This report is for one (1) insertion handle/ radiolucent long. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hwc. Concomitant medical products: therapy date (B)(6) 2022. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9, g1 h3, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the insertion handle/ radiolucent long. A dimensional inspection was performed for the insertion handle/ radiolucent long and met specifications. A functional test was unable to be performed since mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the insertion handle/ radiolucent long was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues dimensional inspection: with specifications. H4 device history part number: 03.043.024. Lot number: 75p3197. Manufacturing site: haegendorf. Release to warehouse date: 05 november 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.